Manufacturer narrative:
On 10/03/2019, mentor became aware that the capsular contracture that the patient experienced was actually baker grade IV. Manufacturer¿s reference number: (B)(4). This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. On 9/4/2019, the product investigation was completed. Device investigation summary: during evaluation of the device it appeared intact. Leak testing revealed there was a tear measuring approximately 1.0 cm, located at the posterior view. Microscopic examination was performed. No evidence of instrument damage was observed. No additional anomalies were discovered. Possible causes of deflation of saline-filled implants include, but are not limited to the following events: excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent primary breast reconstruction with a (left) 250cc mentor siltex round moderate profile saline and a (right) 375cc mentor siltex round spectrum saline breast prostheses, suffered left side deflation and right side capsular contracture; baker grade iii, post-operatively. As a result, the patient underwent bilateral removal and replacement with the following devices on (B)(6) 2019: (left) 300cc mentor smooth round moderate plus profile saline catalog: 3502300 lot: 7328209 sn: (B)(4) and (right) 475cc mentor smooth round moderate plus profile saline catalog: 3502475 lot: 7716786 sn: (B)(4).this medwatch form is for the left breast prosthesis.